Manufacturer narrative:
(B)(4). The rt201 adult CPAP inspiratory-heated breathing line is not sold in the USA, but a similar product is sold in the USA. The 510(k) number for the similar product is k983112. Method: the complaint rt201 adult CPAP inspiratory-heated breathing line is not expected to be returned to fisher & paykel healthcare (B)(4) for inspection. Our analysis is accordingly based on the description of the event, information and photographs provided by the customer and our knowledge of the product. Result: the customer reported that the patient was connected via an endotracheal tube to a catheter mount, which was connected to the rt201 inspiratory circuit. A bacterial/viral filter was used incorrectly between the humidification chamber and the inspiratory circuit. This filter is not part of the rt201 circuit kit. Also, the customer did not use an expiratory circuit in this setup. The customer additionally noted that an air/oxygen blender was used. Visual inspection of the provided photographs confirmed that a filter was used in-between the humidification chamber and the inspiratory circuit and also showed the used air/oxygen blender connected to the humidification chamber. Conclusion: based on the information and photographs provided, the customer setup the circuit incorrectly, as a filter was placed in-between the mr290 humidification chamber and the inspiratory circuit. If a ventilator would be used, a filter can be used between the ventilator and the dryline to prevent contamination from the ventilator to reach the patient and/or if the long expiratory limb is used, a filter can be used between the expiratory limb and the ventilator to stop contamination from the patient to enter the ventilator. The customer noted that a blender was used and not a ventilator, therefore a filter should not be used in the reported setup. Additionally, the customer reported that in the setup with an endotracheal tube, no expiratory circuit was used and the endotracheal tube was only connected to the inspiratory circuit. The user instructions that accompany the rt201 adult CPAP inspiratory-heated breathing line show the correct setup with an endotracheal tube. The user instructions for the two common fph filters (rt019, an end-expiratory/inspiratory bacterial/viral filter and rt020, an end-expiratory bacterial/viral filter) show the correct placement of the filter in a breathing circuit system. After the reported event, a fph field representative provided additional training in the correct setup of the rt201 circuit and the endotracheal tube to the hospital staff and further training is scheduled.

Event description:
A hospital in the (B)(6) reported via a field representative that a patient was on a ventilator therapy in an intensive care unit (ICU). The patient was then placed on a "spontaneous breathing trial": the inspiratory limb of the rt201 adult CPAP inspiratory-heated breathing line with a catheter mount was connected to the endotracheal tube of the patient. It was further reported that no expiratory circuit was used in this setup and a filter, which is not part of the rt201 circuit kit, was placed incorrectly between the humidification chamber and the inspiratory circuit. The patient was in a critical state and needed additional treatment. The patient is now stable. No patient consequence was reported.